Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a cracked case near the display window corner, minor scratches to the display window, cracked reservoir tube lip and window, cracked belt clip slot, cracked battery tube threads and stained address/serial number label and end cap sticker.

Event description:
It was reported that there cracks around the display and reserveroir windows. Customer's blood glucose levels were not included in the report. Nothing further was reported.